Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/9/2021. H.6. Investigation: bd received one photo and one sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample and photo. A root cause could not be determined since both of the following causes are possible. During manufacturing the top body of the septum could be misoriented resulting in the failure. However, during use continued angled rotation of the male leur, excessive force, or excess actuations could result in the failure. Both causes will result in a failure that is similar to the one found in the sample, so a definitive decision on the root cause cannot be made. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that 6 bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced septums that were pushed into the adapters. The following information was provided by the initial reporter: it occurred in picu department. After one day of use, the septum was depressed and 6 were affected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced septums that were pushed into the adapters. The following information was provided by the initial reporter: it occurred in picu department. After one day of use, the septum was depressed and 6 were affected.